Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20x2.0 mm balloon ruptured at six atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 95% stenotic lesion in the mid left anterior descending coronary artery. Prior to insertion of the maverick2 monorail balloon, a rotablator device was used at the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as `good'.